Manufacturer narrative:
Analysis was unable to prime the unit during the prime test due to a faulty force sensor resistor. The unit passed the basic occlusion test and displacement test. There were no motor error alarms. The motor was tested outside the device and passed. There were no traces of moisture at the keypad, the motor assemblies, nor the electronic assemblies per visual inspection. The unit was received with minor scratches on the lcd window, and a cracked case at the display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother called in to report a motor error alarm during prime. It was reported that the insulin pump had been dropped in the toilet several times. The customer was able to complete the rewind sequence. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the product was returned for analysis.